Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-19669. After a lead replacement surgery on (B)(6) 2020 for an atrial lead that exhibited noise over-sensing and inappropriate automatic mode switch episodes, the new lead exhibited elevated capture threshold. Lead will continue to be monitored. Patient was stable after the procedure and had no symptoms.